Event description:
N/a

Manufacturer narrative:
Additional information received on 14nov2018 with the following. The patient was not injured. They did not finish the follow up at five (5) days. As the patient had good value and was awake, the customer decided not to add a new probe. The device was not keep to be evaluated.

Manufacturer narrative:
No device is available for investigation. The device history records were reviewed and did not reveal any anomaly that could explain the reported event. The complaint cannot be verified. The root cause was considered by the hospital as a nursing error and given the absence of similar event, no further investigation nor corrective action is deemed required. (B)(4).

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported that there was a breakage of the ptio2 "fibber" of the ip1p (kit containing cc1.p1 and the ip1 introducer) at the screw level. It was reported that the 19 year old male patient was in the norm so it was medically decided to not use another "fibber". There was no adverse event reported. Complementary information was received on 27 november 2018 indicating that it was a nursing issue. The hospital explained regarding their own nursing protocol (not integra): they have asked the staff to attach the connection cable high to avoid the weight which can lead to breakage.